Event description:
A report was received that the patient had shocking sensation from her ipg at the pocket site. The patient underwent battery replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience a shocking sensation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience a shocking sensation was not duplicated or confirmed.

Event description:
A report was received that the patient had shocking sensation from her ipg at the pocket site. The patient underwent battery replacement and was doing well following the procedure.